Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees0386 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "patient's brachial vessel was accessed using the safety needle supplied in the bard PICC (peripherally inserted central catheter) kit. Blood return from the needle was positive and the guidewire was introduced through the needle. The needle was then removed from the patient's vessel, leaving the guidewire in place. I then made a tiny incision right above the guidewire to allow the dilator/introducer to be placed. I threaded the guidewire into the needle introducer and began to apply pressure to advance the introducer into the vessel. As I continued to apply pressure to the introducer, the guidewire advanced into the vessel as well. I removed the entire introducer since I didn't see the wire, and was unable to see the guidewire. I applied pressure to stop the bleeding and then ultrasound the patient's area to confirm the wire was in fact in the patient's vasculature."